Event description:
A 3.0mm diameter 16mm length medtronic ave gfx2 stent was inserted into the target lesion within a restenosed stent in the proximal right coronary artery, after predilation with a 3mm diameter ptca balloon. While attempting to advance the stent through the target lesion, the guide catheter suddenly became disengaged from the ostium of the right coronary artery, pulling the guidewire and stent delivery system out of the artery. The result was dislodgement of the stent off the stent delivery system within the coronary artery. The instruction for use indicate to "ensure guide catheter stability before advancing the stent delivery system within the coronary artery". The dislodged stent was snared from the coronary artery successfully. The guide catheter was exchanged for a different one and another manufacturer's stent was successfully deployed at the target lesion site. There was no additional clinical sequelae reported relative to the event.